Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during a cataract removal and intraocular lens (iol) implant procedure, a damaged plunger (company injector) scratched the lens periphery and the patient's endothelium while implanting the lens. The procedure was completed on the same day. Additional information was requested.